Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl 1000 mcg/ml for a total dose of 280 mcg via an implantable pump. It was reported the patient was concerned of bump on back, so the physician took to the operating room to check and see if they needed to reposition the pump. Both incisions on back and abdomen were opened, and fluid came out. The physician was unsure if it was a seroma or infection so they decided to explant the pump and catheter. It was noted that the patient lost weight stating the pump may have been more likely to move around the abdomen. Diagnostics included being taken to the operating room to look at site. Actions/interventions included being taken to the operating room where the previous incisions were located. Surgical intervention occurred where the pump and catheter were explanted/not replaced on (B)(6) 2020. It was noted there was no issue with the pump or catheter, but cultures were sent to test for infection. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive- no injury. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that a seroma was confirmed and was still healing. It was reported that there were no other interventions at this time. The hcp did not believe there was an infection because there were no other symptoms. No further complications has been reported.